Manufacturer narrative:
Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The investigation determined the event was due to a maintenance issue.

Manufacturer narrative:
The crep2 reagent lot number was 78322101 with an expiration date of 31-dec-2024. A technician found leaking and crystallization behind the rinse station. The technician replaced the rinse tube assembly. A spring was adjusted and the amount of water from a probe was reduced to prevent overfilling of the cuvettes. The customer has not complained of further issues. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for creatinine plus ver.2 (crep2) on a cobas 8000 c 701 module. The initial result was 24.71 mg/dl. The sample was repeated on a different cobas 8000 system and the result was 1.01 mg/dl. The questionable result was not reported outside of the laboratory.